Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when engaging the wheel.

Event description:
On 02/23/2023, it was reported by a sales representative via sems that a ar-6068-45r quickpass lasso would not feed the wire loop through the tip. It was attempted to wheel the wire loop out of the end of the lasso but it would not feed. This occurred during a case but never made it to the patient. An ar-4068-45r suturelasso was used a ar-6068-45r and the case was completed. There was no patient effect reported. Additional information is requested. Additional information was provided on 02/27/2023, it was reported that this occurred during a shoulder instability labral repair.